Manufacturer narrative:
(B)(4). Sample has been discarded, but the actual lot number is available. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The cause of the incident was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's (B)(4) regarding an air bubble in the line which occurred on the homechoice (hc) during fill. The caregiver (cg) was inquiring about a small bubble spotted in the supply lines and if it was a cause for concern. The baxter technical service representative (tsr) advised the cg that a small bubble is not a concern. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, (B)(4) contacted the caregiver (cg) for the patient. Cg stated that the air bubbles left the supply line, therapy resumed with no problems. Cg stated that the patient has been fine and still using the homechoice for pd therapy. The cassette used had been discarded, but she is currently using from the same box, thus the lot # is available- h10h28044.